Manufacturer narrative:
Continuation of d10: product ID: 8731sc, serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter; product ID: 8731sc, serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who reported that her pump and catheter were replaced.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(6), implanted: (B)(6) 2008, product type catheter product ID 8731sc, serial# (B)(6), implanted: (B)(6) 2008, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc serial/lot# (B)(6), ubd 2009-12-19, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from a healthcare professional (hcp) via a company representative who reported that the physician was unable to aspirate the catheter, so he was unable to do the dye study. The roller study was normal. The patient was told to follow up with her managing doctor and he advised that the patient have a catheter revision. At the time of this report, the device was still implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (1000 mcg/ml at 397 mcg/day) via an implanted pump. On (B)(6) 2020 the patient reported that about 3 months ago her pain symptoms started getting worse and at her last refill the doctor pulled a lot more drug out of the pump than expected. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A dye/roller study were being performed. The issue was not resolved, and it was indicated that the hcp had no further information to provide regarding the event. It was unknown if surgical intervention was planned. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.